Event description:
The hcp reported the patient had their pump refilled 48 hours ago and the concentration of baclofen was changed from 500 mcg/ml to 2000 mcg/ml. A bridge bolus was not done and the concentration was not changed. Upon interrogation of the pump it showed the pump was programmed for 500 mcg/ml at 250 mcg/day. The actual concentration of drug in the pump was 2000 mcg/ml at the previous (500 mcg/ml) rate or 1000 mcg/day. The hcp reports "the patient is doing clinically well, is a little more relaxed." Additional information has been requested from the hcp but was not available on the date of this report.